Event description:
Service and repair was requested for the l3-021 error code which would not allow for the procedure to continue. The customer reported changing the tubing set and the probe. The patient was rescheduled.